Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons were not working. The patient received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not work) has been confirmed. Upon evaluation, the rear response button was intermittent. The cause for the intermittent function is a damaged response button connector making an intermittent connection. The root cause for the damage connector cannot be positively identified. No adverse event resulted from the intermittent response buttons. The patient received a replacement monitor.